Event description:
It was reported that the patient unable to drain 1/2 full urine bag into measurable container. Able to unclamp the clamp, but no urine drains from tube. Appears tube was not filled with urine? Possible blockage at bottom of urine bag that connects to the tube that was clamped. Multiple registered nurse attempted to trouble shoot problem. Foley had to be removed and a new one placed. A urometer foley was used due to the concerns of that lot # of foley tray systems that were currently stocked on the unit. Per additional information received via email on 14nov2025, it was reported that the foley catheter had to be removed because it would not drain. A new foley catheter had to be placed. They troubleshooting was performed by several nurses attempting to drain the defective foley catheter. They described the defective foley catheter in my initial product concern. The catheter would not drain despite multiple attempts by several nurses to drain it. There was urine in the bag, the clamp was unclamped, but still no urine was draining from the urine bag. A urometer was placed due to the multiple foley catheter defects we were experiencing.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it state. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient unable to drain 1/2 full urine bag into measurable container. Able to unclamp the clamp, but no urine drains from tube. Appears tube was not filled with urine? Possible blockage at bottom of urine bag that connects to the tube that was clamped. Multiple registered nurse attempted to trouble shoot problem. Foley had to be removed and a new one placed. A urometer foley was used due to the concerns of that lot # of foley tray systems that were currently stocked on the unit.